Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was located behind the display and that the pump experienced no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: a visual inspection of the pump revealed moisture behind the display lens. There was no damage found to the returned the battery cap. The cap was able to attach to the pump, however, during investigation, the pump was unresponsive and unable to power on with no vibration or audible tones, indicating no power to the pump. The attempt to download the pump history and black box was unsuccessful. Further testing was not able to be performed due to the unresponsive pump. The pump¿s cover was removed and moisture ingress was observed to the power printed circuit board and internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.